Event description:
Event description :the issue was that the reamer and the mics attachment stripped the metal on the back of the straight reamer. Case type: tha. Surgical delay: =15 minutes.

Manufacturer narrative:
It was reported that event description :the issue was that the reamer and the mics attachment stripped the metal on the back of the straight reamer. Case type: tha. Surgical delay: =15 minutes. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection CAPA 2127499 has been raised for the same. Product history review: 1. Review of the device history records indicate 31 devices were manufactured and accepted into final stock on 06/11/2018 with no reported discrepancies. 2. Review of the device history records indicate 03 devices were manufactured and accepted into final stock on 07/14/2018 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 204980, lot 40m068080 shows 1 additional complaints related to the failure in this investigation. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Event description: the issue was that the reamer and the mics attachment stripped the metal on the back of the straight reamer. Case type: tha. Surgical delay: =15 minutes.